Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. There was a dent on the video connector and foreign material was attached. When the device connected to the olympus asset video system center otv-s300 to view the endoscopic image, snow noise was displayed and the scope communication error e226 occurred. Error code e226 means that the communication between the endoscope and video system center has failed. This failure mode is a MDR reportable malfunction. The endoscopic image was displayed normally when the olympus asset video system center otv-s300 was turned on, but the reported event over time was reproduced. In addition, when the endoscopic image was displayed normally, moving the video connector part of the device connected to the video system center otv-s300 up and down caused horizontal line noise on the screen. Snow noise may have appeared on the screen due to communication failure caused by a dent in the electrical contact of the video connector. The dent on the electrical contact may have been caused by bumping or dropping due to user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual contains precautions to avoid applying external stress to the video connector. By following this instructions, the user can prevent the occurrence of the reported event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the video-assisted thoracic surgery, when observing the inside of the thoracic cavity, snow noise displayed on the monitor and no endoscopic image was available. The device was used in combination with the olympus video system center otv-s300 and the ir telescope wair130a. As a result of identifying the defective device, the user found that the camera head was defective, so the user replaced the device to another device and resumed the procedure. There was no report of patient injury associated with the event. The device was inspected before use, and the user confirmed that the endoscopic image was not displayed.